Event description:
It was reported that prior to an unknown procedure, the device was bent and would not allow it to seat in the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Damaged obturator cannula. Evaluation summary: the analysis results of the device found that it was received with the obturator cannula bent at proximal; leading the event reported. A potential cause of this damage is the application of an excessive force on the obturator over the sleeve assembly area that causes the obturator to become bent during transit. However, no conclusion could be reached as to what may caused the found damage. A batch record review was performed and no anomalies were found during the manufacturing process.